Manufacturer narrative:
The vessel sealer instrument has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during use of the vessel sealer instrument, it was reported that the patient's tissue was not adequately sealed. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse. It is unknown what caused the vessel sealing issue.

Event description:
It was reported that during a da vinci-assisted total malignant hysterectomy procedure, the vessel sealer instrument failed to seal. The procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with robotics coordinator and the following information was obtained: the customer explained that the instrument "didn't seal and the vessels that the surgeon attempted to cut were not sealed correctly so the surgeon had trouble sealing/cutting. The surgeon swapped out the instrument after it failed on the first attempt."